Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. As a result, the ipg was explanted an replaced on (B)(6) 2019.

Manufacturer narrative:
(B)(4).

Event description:
Further follow-up indicates the patient's ipg was inoperable due to not charging.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.